Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number 3006705815-2023-02813, 3006705815-2023-02814. It was reported that patient lost weight and experienced pain at ipg site. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored.